Event description:
The customer stated that this device exhibited a "pad lead fault" error. After the error was shown, the device would stop pacing. If start was hit again, it woud start pacing and pace for a short time. It would then show the error, and this continued.